Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on (B)(6) 2016: multiple diligence attempts were done with no response from the (B)(6). According to information in the complaint record, one channel (b) of the heater cooler unit experienced a fault code of "e0a" in the middle of cardiopulmonary bypass (cpb). This required the user to change out the unit for a back-up. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified the reported issue. Using an ohm meter, the fsr found channel b heating element cable assembly open across blue wires. He replaced channel b heating element cable assembly and associated o-ring. The fsr verified the unit performance and safety. He ran each channel in heat mode for one hour without incident. This part was just installed in the unit in december 2015. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heater cooler unit alarmed "e0a" on channel b in the middle of the case. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.